Event description:
On 2/12/97, co received a call stating that one of their monitors, during a simulation of an apnea alarm, only beeped 3 to 4 times then stopped. If this allegation were true, actual apneas could be missed by the device and therefore no alarm would sound when an alarm is expected. No pt was injured as a result of this alleged malfunction. The device was returned to co for investigation. Co was unable to reproduce the alleged malfunction. The monitor alarmed in all circumstances where alarms are expected and met all monitor performance specifications.